Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; cd30 positive, alk negative bia-alcl.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to the concerns of the product and left side recurrent seroma. A fine needle aspiration of the seroma was performed and pathology returned the results of "rare atypical cells seen". The device has been explanted and capsulectomy performed. Pathology of left breast capsule showed the tumor cells to be cd30 positive, alk negative breast implant associated anaplastic large cell lymphoma.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure, seroma-late and lymphoma-alcl was received on november 21, 2022 with lot number 3022159. Based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ lymphoma-alcl: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ deformation is observed. ¿ crystalline is observed. ¿ yellow particles are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to the concerns of the product and left side recurrent seroma. A fine needle aspiration of the seroma was performed and pathology returned the results of "rare atypical cells seen". The device has been explanted and capsulectomy performed. Pathology of left breast capsule showed the tumor cells to be cd30 positive, alk negative breast implant associated anaplastic large cell lymphoma.